Event description:
It was reported that the event occurred in the cath lab prior to insertion. The intra-aortic balloon (iab) fractured while the md was inserting the catheter. He followed the instructions for use exactly, but he could not insert the catheter smoothly then felt some resistance. He had to open a new iab kit and continued the procedure with a new iab. There are no reported pt injuries, complications or death. The insertion site was the left femoral artery. Add'l info received on (B)(6) 2011 stated that the middle of the catheter fractured while the procedure was in process. The md had to remove the sheath and iab catheter. He left the spring wire guide (swg) in place and used the teflon sheath. For the second insertion, he used a new sheath and balloon.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.